Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility

Event description:
It was reported that patient had methotrexate running. This rn had a time for when to flush the chemo then put up the new bag since this was a 24-hour infusion. The rn the heard the pump beeping and went in the room to find "air-in-line error" in the pump. The line was checked and it had sucked air. The line was primed and filled. The 30ml flush was finished. The rn checked the volume infused which was 3485.04 ml and it was supposed to be 3572 ml. "This mtx bag was reportedly underfilled." The report stated that the infusion error was "pharmacy related." This was reported to bd representatives during their site visit. There was patient involvement but unknown outcome.